Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, while stapling of the stomach the device did not fire on the third shot and there was a noise like a snap. Replaced by another stapler to complete the case. There was no patient injury.